Event description:
It was reported that in (B)(6) 2012, the doctor performed an irrigation and debridement of her wounds from her most recent surgery in which , rhbmp-2/acs was implanted. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.